Event description:
It was reported that on (B)(6) 2024, 25mm sjm masters series hemodynamic plus valve was selected for implant. During the procedure, after the device had been implanted, it was noticed that the leaflets had issues opening and closing. It is unknown if there was any intervention. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects and the patient is doing well.

Manufacturer narrative:
An event of leaflets not opening and closing smoothly was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, 25mm sjm masters series hemodynamic plus valve was selected for implant. During the procedure, after the device had been implanted, it was noticed that the leaflets had issues opening and closing. It is unknown if there was any intervention. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects and the patient is doing well.